Manufacturer narrative:
No product was returned for evaluation and review of the device history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported in a printed literature article that the patient was treated for stenosis on duplex graft surveillance 10 weeks following angioplasty of a stenosis in a distal femoral vein graft. A filling defect was identified on the angiogram performed by a contralateral femoral puncture. This was presumed to be due to the angio-seal anchor and was balloon dilated satisfactorily with no significant residual stenosis on duplex follow-up. The implant and incident dates are between 2005-2006. Literature article from the cardiovasc. Intervent radiol. (2007) 30, 182-187).